Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault alarm on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Attempted to confirm reported problem the unit alarms for transducer fault, technician went to events, the unit has transducer fault. Technician then tried to calibrate the transducers, the exhalation pressure calibration fails at 0cmh2o. Component was installed in known good vela unit. Vela unit was powered into user mode where the unit would not ventilate and alarm the following: apnea interval, high positive end expiratory pressure, high peak inspiratory pressure and low minute ventilation. Performed transducer calibrations as described in the vela ventilator systems service manual. The reported complaint was confirmed through the events log and duplicated during functional check. Exhalation differential transducers (pt801) and exhalation flow transducer (pt 802) have failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.